Event description:
Received fax on 03/28/2008 from critical care systems with a copy of medwatch form sent to the FDA. Problem described was that pt reported nausea after being informed that the heparin flush solution she was using was on the list of the prefilled syringe product lots being voluntarily recalled by medefil. Reason for recall: request by api manufacturer due to contaminant in the heparin which can cause shortness of breath, low blood pressure, nausea, vomiting, abdominal pain.

Manufacturer narrative:
Completed a comprehensive batch review and no anomalies were reported during batch production. All initial, in - process, and final testing results were acceptable and within normal limits. Once the report was received, retained samples of lot number h107305 were tested for sterility per usp chapter <71> sterility tests. There was no growth both on tryptic soy broth and fluid thioglycollate media after 14 days of incubation. Batch records for three product lots produced pre and post lot number h107305 were also reviewed. There were no anomalies reported during the production of these lots either. All retained samples for these lots were also examined, and there were no defects or discolored solution observed in any of the retained samples. Heparin api manufacturer had reported in their recall notice that the contaminant in the heparin api may produce low blood pressure, shortness of breath, nausea, vomiting, abdominal pain. This complaint is in consistence with the reporting from the api MFR.